Event description:
Information was received indicating that a backup smiths medical cadd-ms 3 lost programming. It was reported that the patient did not use the pump for months and had not replaced the batteries. Patient was unable to use the pump after their primary pump stopped working. Per reporter patient was advised to go to the hospital and continue using oxygen treatment. No additional information was available. No adverse patient effects were reported.